Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had error gas lost in iab circuit. Users continued treatment with another console without issue. No patient harm or injury reported.

Event description:
Na.

Manufacturer narrative:
Updated field: b4, d9, g1, g3, g6, h2, h3, h6 (component code, investigation findings , investigation conclusion, type of investigation), h11. Corrected fields: b6, b7, d10. A getinge field service engineer (fse) evaluated the unit and was unable to replicate the reported issue. Successfully completed a simulated treatment with testing catheter and trainer without issue. Confirmed the logged error. The fse replaced scroll compressor and filters at 5000hr interval as the unit was due for 5000 hours pm. Also replaced the executive processor board (0670-00-0770) as it is due for replacement at the 8yr interval, installed b17 sw post executive processor replacement. Unit passed the all manifold test with marginal results for the 3rd section of the pim test at 10. Replaced pim as a precaution. The fse successfully completed a full function check without issue. Unit calibrated and passed all functional and safety tests per factory specifications. The failure analysis and testing dept. Received part number with a reported unit failure of a gas loss alarm. The fat performed a visual inspection and found the part to be in good condition. The fat installed the pim in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number revision r. Passed all testing. Could not confirm reported failure. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev.